Event description:
It was reported that the pt came in for routine programming and the pt's mother reported that she didn't think he was getting much benefit from the device. His audiologist checked the device and discovered a fluctuating ground path impedance and 7 electrode channels with hi impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.